Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via e-mail that an ar-8935-28 low profile screws head broke off. This occurred during a fibula fracture on (B)(6) 2023, when the head stayed attached to the screwdriver after insertion into the proximal portion of the plate. The body of the screw remains implanted in the patient.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the driver while engaged with the screw.